Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was displaying an unknown error message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue had been "going on for years". The patient manages their diabetes with self-adjusted insulin. The patient reported continuing to take their usual dose of humulin in response to the alleged issue. The patient reported developing symptoms of "shaking, dizzy, sick to stomach and equilibrium off" immediately afterwards. The patient denied receiving any treatment for these symptoms. The cca could not fully troubleshoot the issue as the patient could not recall the exact error message obtained. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.